Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation; device not returned.

Event description:
It was reported that the patient's left hip was revised due to complications of the acetabular shell (complications not specified to rep). Intra-operatively, one screw was reported broken (unknown if screw broke in extraction or at some point after implantation). Rep provided primary implant sheet and pre-revision x-rays and reported that additional x-rays, medical records, and further information will not be released by the surgeon or hospital.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. Review of the medical information provided confirmed the event. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "x-ray confirms loosening of the shell and the medial migration of the acetabulum. Need operative notes, patient clinical notes, histopathology, serial x-rays, and examination of the explanted components." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative notes, patient clinical notes, histopathology, serial x-rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to complications of the acetabular shell (complications not specified to rep). Intra-operatively, one screw was reported broken (unknown if screw broke in extraction or at some point after implantation). Rep provided primary implant sheet and pre-revision x-rays and reported that additional x-rays, medical records, and further information will not be released by the surgeon or hospital. Update: medical review noted the following: "x-ray confirms loosening of the shell and the medial migration of the acetabulum. Need operative notes, patient clinical notes, histopathology, serial x-rays, and examination of the explanted components."